Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, lot# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving baclofen via an implantable pump. It was reported that since the pump had been changed, the patient had experienced a return of spasticity. When they changed the pump, they made sure that they put back the same concentration (i.e 2000 mcg) and the same dose (i.e. 600 mcg/day). During the replacement, it was difficult to retrieve drug from the catheter. According to the programming details, the catheter specified in the programming section was a model 8702. A model 8702 catheter is a vascular catheter. The model 8702 is a one piece catheter with the outer diameter being constant all along the catheter. It was being considered that the medtronic vascular catheter was not sold here in europe since about 10-15 years. It was indicated that it was not possible to reconstruct the history of the implanted device as the patient was implanted long ago in another hospital. From an x-ray, it appeared that catheter was not necessarily a model 8702 catheter. They did see a connection like a model 8731sc and not the old bell, which was fixed with a suture. The picture provided at the time of the report however suggested that the catheter was a 2 piece catheter with a connector. It appeared like the spinal segment was smaller than the pump segment. The catheter seems to be implanted in the spinal cord (intrathecal space). At the time of the report, it was reviewed that they cannot exclude that the catheter is a model 8731 but could possibly be of another catheter model. It was further reported that after the pump replacement, the healthcare provider tried to aspirate the catheter but they could not retrieve any drug/cerebrospinal fluid (csf) from the catheter. It was further reported that they tried to aspirate the catheter and got a 2 ml return with some difficulty. They believed they didn't damage the catheter when they changed it and thought the catheter "just bends". So, they had to go back to the operating room last night ((B)(6) 2024) to see. A clinician bolus was given and the patient's symptoms were again under control, but to return after a while. The physician wanted to try to revise the catheter, however they currently have no catheter revision kit of the model 8702. It was further reviewed at the time of the report that from the picture, it was not possible to understand which catheter was actually implanted but was highly possible that it is not actually a model 8702 catheter. Because the symptoms return followed the pump replacement, the physician could consider verifying the connection between the pump and the catheter connector. It was further being considered if nothing helps, the physician could consider revising the catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8702 lot#/serial# unknown product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that there was no device issue for the reason for the initial pump replacement. The implant date and serial number for the pump were provided. The model number of thecatheter was provided. A catheter kink was suspected, but not confirmed. The problem had since resolved. The catheter was not removed. The initial reporter information was provided. The patient's age and gender, and onset date was provided.